Manufacturer narrative:
No sample is available for evaluation. Multiple attempts to contact the user facility have been made. No additional information is currently available. Although root cause cannot be conclusively determined for the reported incident, the author states that the overall clinical experience with cormatrix demonstrates a favorable outcome for pediatric patients undergoing cardiac reconstructive surgery. All other patients (526 patients) did not demonstrate graft failure. The IFU for the cormatrix ecm for cardiac tissue repair lists acute or chronic inflammation and thrombosis formation as potential complications. A review of medical literature indicates that venous baffle stenosis occurs at a rate of 0 - 5.4% after the senning procedure. When this complication was broken out into stenosis of the systemic venous tunnel versus stenosis in the pulmonary venous tunnel, the rates were 3 - 3.2% and 2.5% respectively. A review of medical literature indicates that stenosis and systemic and pulmonary venous pathway obstructions are known potential complications of the surgical procedure, and that patients who undergo the senning procedure should be monitored periodically for these types of events.

Event description:
On october 13, 2015, cormatrix cardiovascular received details of an event involving ecm material. An article titled, "histologic examination of decellularized porcine intestinal submucosa extracellular matrix (cormatrix) in pediatric congenital heart surgery" was published august 20, 2015 in the journal, cardiovascular pathology. This article was discovered during a periodic literature review. All surgical procedures described within the article were performed sometime between 2011 and 2014. This report is being submitted to document case information for the 1st of 6 cases (5 patients total) with reported graft failure that later required secondary surgery. Details of the event are provided below. It was reported that cormatrix ecm material was used in a senning procedure conduit patch for a male patient, (B)(6) months old, that was diagnosed with congenitally corrected transposition of the great artery. The patch remained in-situ for 142 days and then was explanted during a revision of senning procedure for pulmonary venous baffle obstruction. Histology results exhibited mild acute inflammation, marked chronic inflammation, marked fibrosis and eosinophils, as well as mild giant cell reaction. Although the exact product information is not available, the repair was likely performed using the cormatrix ecm for cardiac tissue repair, which is indicated for use as an intracardiac patch or pledget for tissue repair [i.e., atrial septal defect (asd), ventricular septal defect (vsd), etc.] And suture-line buttressing.